Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. A sample was received for evaluation. Sample was received in decontaminated conditions without its original packaging. The samples were visually inspected under normal conditions of illumination as per procedure. Only the spike and a part of the star tube were observed; however, we could not detect the mentioned brake at the junction at the spike. During functional testing, leak testing in the received sample could not be carried out as indicated in the procedure due to the broken condition that the sample was delivered. Instead, a syringe was used to introduce water through the spike and a clamp was put in the star tube in order to retain liquid pressure in the tube. A leak was detected at the spike bonding union with star tube thus, the failure mode reported is confirmed. Based on the analysis conducted with the sample received, the failure could not be reproduced. The occurrence for this failure condition could be caused by operator not inserting tubing or components together quick enough, causing solvent to dry before insertion creating the leak. No corrective actions will be implemented. However, this failure condition will continue to be monitored.

Event description:
Information was received indicating that immediately on use, a smiths medical cadd administration set was noted to have a broken drip unit at the plug adapter. The reporter indicated that it was pointed out that the event had a risk of air in the system with catastrophic consequences for the patient if not caught in time. No patient consequences were reported. No adverse effects were reported.